Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received two inappropriate shocks due an atrial driven rhythm. Technical services (ts) provided a review of stored episode and noted the rhythm appeared sinus driven. The health care professional (hcp) understands that the patient is in atrial fibrillation (af) and will medicate appropriately. This crt-d remains in service. No additional adverse patient effects were reported.